Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultra meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified day. The patient obtained "high results", which she felt were inaccurate high compared to her feelings. No values were obtained. It is unknown what kind of diabetes management the patient follows and whether or not she made any changes to her usual diabetes routine. She claimed on a specified time she felt "shaky". In response to her symptom, on an unspecified time she received some unknown medical treatment from a health care professional. During the initial call with customer service, the agent noted that the patient was unable/unwilling to troubleshoot the alleged issue since she was going to work. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began and allegedly received medical intervention from a health care professional.